Manufacturer narrative:
Device evaluated by MFR. Upon receipt, the ventilator will be sent to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was neither death nor severe injury involved in the incident.